Event description:
It was reported that patient received a knee implant about two years ago. Patient is experiencing excessive swelling and pain since implantation. A metal-ltt analysis report showed patient to be highly reactive to nickel. Patient suspects an allergic reaction to the metal in the implants.

Manufacturer narrative:
(B)(4). G4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products. Unk femoral lot# unk. Unk tibial lot# unk. The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. The event is not confirmed. As medical records, allergy testing results, and product information was not provided, it is unknown if patient is allergic to the implanted devices as well as the material used in the devices. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.